Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment and the battery cap were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: date of submission: 6/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 5/18/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. It was also observed that the returned battery cap had damaged threads but was able to properly secure to the pump for testing. There was no evidence of physical damage on the battery compartment threads. Unrelated to the original complaint, it was observed that the display screen was dim and discolored.